Event description:
Consumer stated "they lose bristles almost every time I brush twice or more each day...I change my toothbrush every month anyway but I don't know they'll make it that long." No contact information for the consumer, unable to retrieve the product for further review.